Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the patient lost stimulation due to the ipg being inoperable and unable to communicate with the external devices. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.